Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the last month or so the patient had been feeling a burning sensation around the implant site. It was not red, swollen, or warm to the touch. It felt, like on the top part of the implant, tender when they touch it or when they push on it. The sensation was random. Today it happened when they were walking at work. Patient hadn't fallen or changed food or drink. Patient increased the stimulation a little bit about 2.5 months ago. It will be a minute or so where it felt like it was burning and uncomfortable. Agent reviewed it can occur if the device has shifted in the pocket. Patient said the stimulator felt like it is in the same position as it has been. Agent asked if patient has gained or lost weight. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.